Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 308 mg/dl. The customer's other blood glucose was 336 mg/dl. The customer did experienced the symptoms such as stomach pain and heavy breathing. The customer was treated by bolus from pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege was under delivering. Customer states that auto mode was active. The insulin pump will not be returned for analysis.